Event description:
The customer's mother reported via phone call that the customer had been experienced high blood glucose levels for two weeks. The customer had treated the high blood glucose with manual injections on two occasions. The customer also experienced low blood glucose of 34 mg/dl. The customer explained that the insulin pump seemed to not push insulin consistently and that insulin would crystalize at the end of the cannula. The customer's blood glucose was over 600 mg/dl. At the time of the call. The customer's mother declined troubleshooting. The customer's blood glucose was going down after changing the insertion site. The customer was advised her insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.